Event description:
It was reporte dthat during an orbeye demonstration, the drape slipped from the mirror body during the surgery, so when trying to reattach it,only the lens from the drape came off and fell into the surgical area. Since the incision was about 2 to 3 cm in the case of discectomy, the lens did not cause any serious damage, but the lens fell into the surgical site, and the demonstration ended at that point. There is no health hazard due to this event. No patient injury, infections or complications were reported.